Event description:
Reference number (B)(4). Event occurred in brazil. It was reported by the patient's mother that the patient faced four infusion set leak at the tubeing site on (B)(6) 2024. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city:(B)(6). Patient country: brazil